Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the cuff was inflated but soon it deflated. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a small tear. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The failure mode is not confirmed as related with the manufacturing process.